Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, right ventricular (rv) lead damage was observed due to suture cutting through the suture sleeve. Low, out of range, low voltage lead impedance was noted. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.